Manufacturer narrative:
(B)(4). Correction: facility name, address, phone number. The device was not returned for evaluation. A review of the lot history record was not performed as the lot number was not reported. The reported patient effects of angina, dyspnea and arrhythmia are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for chest tightness. Coronary angiography showed 80-90% stenosis of the mid to proximal left anterior descending artery. A 3.0 x 38 and a 2.5 x 15 mm xience xpedition stent was implanted. On (B)(6) 2014, (B)(6) 2016, (B)(6) 2017 the patient experienced chest tightness, shortness of breath and palpitations and was admitted to the hospital. Medication was given. A few days after each event, the patient was discharged without further intervention. No additional information was provided.